Event description:
It was reported by service report that the bed would not go into diagnostics mode for calibration. It is unknown if there was patient involvement or if there are adverse consequences to report.